Event description:
Additional information was received from the rep. Rep reported they were unsure if the patient had an x-ray, the patient did not give them any updates. Rep reported they reprogrammed the patient to address the impedance issues. Rep noted they were unsure if the issue was resolved, as they had not received any updates.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was complaining of not feeling stimulation so they turned the stimulator off for awhile. They then recently turned it back on and wanted it reprogrammed to help them feel the stimulation. They did state that they had a fall and ever since then they were having issues. The patient was going to make an appointment with theirdoctor and try to get an x-ray. They reprogrammed the patient but many contacts had impedances. The patient had a return of pain.